Event description:
Our rep is reporting that a patient presented themselves to the surgeon with shoulder pain post-operatively after an initial rc repair was performed in 2006. A second surgery was performed four months later, and during the arthroscopic examination it was noted that a portion of the orginal spiralok fixation device was severed off.

Manufacturer narrative:
Nothing has yet been received for evaluation. When the complaint device is received it will be subjected to a root cause failure analysis, and the results of said investigation will be the subject of the follow-up report.